Event description:
The affiliate is reporting that during a bankart repair procedure, the distal tip of the lupine inserter was broken during insertion into the bone. The tip of inserter remains in the body. The time of the surgery was prolonged for 90 minutes. A second surgery was not performed. A same like product was used to complete the surgery.

Manufacturer narrative:
The complaint device has yet to be rec'd by the complaint facility. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed no other complaints of any kind for this lot of 199 devices that were released to distribution. There is no reported pt harm, however, the broken fragment was left in the body, it is possible that pt injury could potentially occur. Because of this potentiality an MDR is being filed to document this event. Although the complaint device has not yet been rec'd for a failure analysis, this type of failure has historically been attributed to user technique. From an engineering perspective, damage to the inserter, tip breakage, may have been caused by off-angle or off axis insertion into the bone hole. Off angle/axis insertion is the most likely cause for the inserter distal tip failure, usually the result of bending and/or twisting the anchor during deployment due to anchor / bone hole misalignment. The IFU states not to twist and/or bend the inserter upon insertion as the anchor, suture and/or inserter tip may be damaged. When the device is rec'd, it will be subjected to root-failure analysis. If the results of the evaluation differ from the above hypothesis a follow up report reflecting the failure analysis conclusions will be filed.